Event description:
The extender sleeve tip broke while performing a pathfinder surgery on l4, ls, and s1. No parts were left in the patient. Although the surgery was extended by 20 minutes, it was completed without injury.

Manufacturer narrative:
A review of the device history record for the lot found the product met specifications. The visual inspection of the returned part indicates the tip of the sleeve that attaches to the screw is broken. The investigation determined the most likely cause is the user applying excessive stress to the sleeve causing the tip to break. A product bulletin is available to aid surgeons in correct use of the device.